Manufacturer narrative:
Investigation findings on 30jul2021: summary of investigation: the scope of this investigation included a review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause: quality operations could not determine a root cause for the reported defect to be related to the (name withheld) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name withheld) concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the complaint for product use attributes defect not classified for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. Batch process record review: scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder complaints received by (name withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. Due to the results of this investigation, the scope was not expanded. Deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete ¿ acceptable a review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30 minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Other trend assmt. & rationale: medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as absorbable material and delivery system has been reviewed. The following parameters were used: product category: absorbable material and delivery system. Time period: (B)(6) 2018-(B)(6) 2021. Complaint class: product use attributes. Investigating site: use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery syste' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There was one month ((B)(6) 2021) that included a higher than normal number of complaints (7). A review of the 7 complaints received in (B)(6) 2021 determined that all pertain to review of a single literature article, and the reported defects were not process related. Additionally, the results from the query were evaluated by the sub-class of product use attributes defect not classified', and there was one month ((B)(6) 2021) that included a higher than normal number of complaints (7); a review of the 7 complaints received in (B)(6) 2021 determined that all pertain to review of a single literature article, and the reported defects were not process related. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown.

Event description:
Event verbatim [preferred term] throwing up chunks of flesh and blood [procedural vomiting], headaches [procedural headache], she was 10,000 times more fatigued than before/fatigue was becoming increasingly severe [fatigue], mildly anemic [anaemia], , narrative: this is a spontaneous report from a pfizer-sponsored program pfizer first connect. A contactable 39-year-old female consumer (patient) received absorbable gelatin (gelfoam) at dose, frequency and indication not reported. Patient had a transsphenoidal surgery (a surgery on her sella , the bone cavity that contains the pituitary gland, optic nerve and carotid artery) 10 years ago. She did not have pain but after surgery started having headaches. She woke up from the surgery throwing up chunks of flesh and blood into the toilet and having headaches every day. She was told it had nothing to do with surgery and brushed it off. During her follow-up appointment 6 months later, she told her doctor she was 10,000 times more fatigued than before and he told her she was mildly anemic. In that moment, her blood work and hormones were at normal levels but her doctor saw a shadow on MRI and told her it could possibly be either postoperative changes or a piece of gelfoam packing. Nowadays, patients fatigue was becoming increasingly severe and she has never felt worse in her life. She was wondering if they left a piece of gauze in her head that was infected and needed to be removed or if her body was having a reaction to gelfoam. She already contacted her clinic but they hung up on her and brushed her concerns off, they were denying everything. She did not have problems with her tumor, all of her problems started after surgery. They told her it was a minimally invasive procedure and they did not report any of the blood loss nor the chunks of flesh. She mentioned they should have told her the warnings of the product before the surgery. Patient mentioned this situation was a disaster, frustrating and scary because she could die. Also mentioned was disgusting that this product was made out of pork skin and that they packed her pituitary gland on this. Mentioned gelfoam is indicated in surgical procedures as a hemostatic device, when control of capillary, venous, and arteriolar bleeding by pressure, ligature, and other conventional procedures is either ineffective or impractical. Gelfoams effect appears to be more physical. Stated we have no specifics on the types of surgeries this product could be used. Patient mentioned she read that the packing or wadding of gelfoam, particularly within bony cavities, should be avoided, since swelling to original size. She wanted to know if this means that gelfoam should be avoided in bone cavity due to the lack of soft tissue that could dissolve it. Patient required to know if it was possible for this product not to be fully absorbed and collect bacteria. Mentioned when not used in excessive amounts, gelfoam is absorbed completely, with little tissue reaction. This absorption is dependent on several factors, including the amount used, degree of saturation with blood or other fluids, and the site of use. When placed in soft tissues, gelfoam is usually absorbed completely in four to six weeks. Several investigators have claimed that gelfoam becomes liquefied within a week or less and is completely absorbed in four to six weeks. Failure of absorption may occur with the use of gelfoam during tympanoplasty. Mentioned after placement, absorbable hemostatic agents may be visible on imaging studies until they are fully absorbed, which could be interpreted as pseudotumor appearance. The action taken with absorbable gelatin was unknown. The events outcome was unknown. The sample of the product was not available to be returned, if requested. Investigation findings on (B)(6) 2021: summary of investigation: the scope of this investigation included a review of complaints for gelfoam sponge and powder received within 36 months (the expiry interval of the product) prior to receipt of the reported complaint. No previous complaints with a known batch number were identified. No trends were noted that would require additional investigation. No returned complaint sample was received. Root cause: quality operations could not determine a root cause for the reported defect to be related to the (name withheld) production process. A review of previously completed investigation reports determined to be within scope did not result in identification of a batch number, or a root cause for the reported complaint. Examination of a returned complaint sample may have aided in identification of a root cause; however, none were received. It is unknown how the reported complaint sample was handled, stored, or used after leaving the site. Impact analysis: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s4. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo (name withheld) concludes that the quality of the product on the market remains acceptable. Corrective / preventive action: quality of lot: acceptable. The worst case severity determined through a review of the device risk file for the product was s5. Regulatory reportability is assessed by the dchu. Additionally, the details of the complaint have been forwarded to the mdcp team for review. The registered use of this product is for treatment and the nature of this complaint indicates that it is directly related to the device. However, there is no indication that the devices failed to meet registered specifications. Based upon the results of this investigation, pgs-qo kalamazoo concludes that the quality of the product on the market remains acceptable. Conclusion: the complaint for product use attributes defect not classified for an unknown batch of gelfoam sponge was investigated. The investigation included reviewing aprs for the product and a medical device trend review. The final scope was determined to be all batches of gelfoam manufactured by pfizer kalamazoo within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint. A complaint sample was not returned. No related quality issues were identified during the investigation. No root cause or CAPA were identified as the complaint was not confirmed. Batch process record review: scope of compl. Investigation: scope: all gelfoam sponge and gelfoam powder complaints received by (name withheld) within the 36 months (the expiry interval of the product) prior to the receipt date of the complaint were considered to be in scope. A query of the complaints database for the reported product, class, and sub-lass captured the required 5 data points for the reported product, class, and sub-class. Of the complaint investigations captured, there were none with a known batch number. Due to the results of this investigation, the scope was not expanded. Deviations: a review of deviations, laboratory investigation reports (lir), and change management records could not be performed for the reported complaint, as the batch is unknown. Manufacturing/packaging records: complete -acceptable a review of manufacturing and packaging records could not be performed for the complaint, as the complaint is for an unknown batch. Additionally, a review of batch records from the previously investigated complaints determined to be in scope could not be performed, as there were no complaints with a known batch. Gelfoam powder is manufactured from solid sponge bricks. The bulk manufactured solution is forced through a filter with nitrogen to extrude the large, solid sponge bricks. The bricks are dried, trimmed and split. The split bricks are then milled to form powder. The powder is collected in high density polyethylene bags and then sealed into bulk containers. The gelfoam powder is then filled into inner envelopes using a powder filling device. Each envelope is filled with a target of 1.2 grams per envelope and a minimum of 1.0 gram per envelope. Two weight checks of each powder filling device are conducted at 30 minute intervals to assure that the device is dispensing the proper amount of powder. The final product yield is calculated against limits for the product. The inner envelopes are folded over twice and inserted into sleeves. The filled sleeves are placed into trays. The sleeves (peel pouches) are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the envelopes have the proper appearance, seal and print, and all noted defective product is removed from the lot prior to final packaging and no open side seals were observed. The sterilized peel pouches are packaged into each final goods carton. For gelfoam sponge, the bill of materials lists the specific product components and weights required for the formulation of each batch. All manufacturing mixing speeds, times, and temperatures have specification criteria. All extrusion parameters have required specifications. After the product is extruded into bricks, the bricks are inspected prior to being sliced into individual sponges. After the bricks are sliced into sponges, a visual inspection is performed for consistency, uniformity, shape, and size at the beginning, middle, and end of shifts and every four hours in between. All defective sponges are identified and removed. The gelfoam is placed into inner envelopes, and transferred to the doyen packaging equipment to package the envelopes into peel pouches. The doyen takes six envelopes per rotation by suction and loads them onto a conveyer belt against an alignment tab. Two operators sit at the doyen to correct alignment issues prior to sealing. The front and back papers, which make up the outer peel pouch, enclose each individual inner envelope entirely with a four-sided, heat-activated adhesive seal. The top, bottom, and sides of the outer peel pouches are sealed by three different parts of the doyen which each have separate temperature controls. Each temperature control is verified and documented in the batch record. The peel pouches are sealed and heat sterilized. Sealed and sterilized gelfoam peel pouches are 100% visually inspected by trained packaging operators prior to final packaging. The purpose of this inspection is to ensure that the peel pouches have the proper appearance, seal and print. A seal integrity test (sit) is utilized throughout the final packaging to ensure the side seals of the peel pouches are acceptable. The sterilized peel pouches are packaged into each final goods carton. Audits are performed on the finished packaged units at regular intervals throughout the final packaging process. Process control evaluation: existing process controls were reviewed as a part of this investigation. The review determined that the process controls were appropriate and acceptable; therefore the medical device qop was not notified. Qo batch history report: a review of release testing results could not be performed as the reported complaint batch is unknown. Other trend assmt. & rationale: medical device report review: a review of all previous medical device reports (MDR) was performed as a part of this investigation. Previous MDR relevant to the reported complaint had been issued; therefore, the reported complaint was escalated to dchu for evaluation of reportability. Medical device trend analysis: complete - acceptable. The complaint history for products with the product category defined as absorbable material and delivery system has been reviewed. The following parameters were used: product category: absorbable material and delivery system. Time period: (B)(6) 2018-(B)(6) 2021. Complaint class: product use attributes. Investigating site: use of the product category of absorbable material was required to capture historical complaints investigated prior to migration into the current complaint system. The product category of delivery syste' was used to capture complaints received within the current database. The results of the above query were evaluated by date contacted and by the classification of product use attributes. There was one month (march 2021) that included a higher than normal number of complaints (7). A review of the 7 complaints received in march 2021 determined that all pertain to review of a single literature article, and the reported defects were not process related. Additionally, the results from the query were evaluated by the sub-class of product use attributes defect not classified', and there was one month (march 2021) that included a higher than normal number of complaints (7); a review of the 7 complaints received in march 2021 determined that all pertain to review of a single literature article, and the reported defects were not process related. No trend was observed that would require further investigation. Medical device component trend: a review of trends for medical device constituents for the reported product could not be performed as the batch number is unknown. Follow-up attempts are completed. No further information is expected. Follow-up (30jul2021): this is a follow-up report from pfizer product quality group providing investigation results. No follow-up attempts are needed. No further information is expected.

Event description:
Event verbatim [preferred term] throwing up chunks of flesh and blood [procedural vomiting], headaches [procedural headache], she was 10,000 times more fatigued than before/fatigue was becoming increasingly severe [fatigue], mildly anemic [anaemia]. This is a spontaneous report from a pfizer-sponsored program pfizer first connect. A contactable (B)(6) female consumer (patient) received absorbable gelatin (gelfoam) at dose, frequency and indication not reported. Patient had a transsphenoidal surgery (a surgery on her sella , the bone cavity that contains the pituitary gland, optic nerve and carotid artery) 10 years ago. She did not have pain but after surgery started having headaches. She woke up from the surgery throwing up chunks of flesh and blood into the toilet and having headaches every day. She was told it had nothing to do with surgery and brushed it off. During her follow-up appointment 6 months later, she told her doctor she was 10,000 times more fatigued than before and he told her she was mildly anemic. In that moment, her blood work and hormones were at normal levels but her doctor saw a shadow on MRI and told her it could possibly be either postoperative changes or a piece of gelfoam packing. Nowadays, patient s fatigue was becoming increasingly severe and she has never felt worse in her life. She was wondering if they left a piece of gauze in her head that was infected and needed to be removed or if her body was having a reaction to gelfoam. She already contacted her clinic but they hung up on her and brushed her concerns off, they were denying everything. She did not have problems with her tumor, all of her problems started after surgery. They told her it was a minimally invasive procedure and they did not report any of the blood loss nor the chunks of flesh. She mentioned they should have told her the warnings of the product before the surgery. Patient mentioned this situation was a disaster, frustrating and scary because she could die. Also mentioned was disgusting that this product was made out of pork skin and that they packed her pituitary gland on this. Mentioned gelfoam is indicated in surgical procedures as a hemostatic device, when control of capillary, venous, and arteriolar bleeding by pressure, ligature, and other conventional procedures is either ineffective or impractical. Gelfoams effect appears to be more physical. Stated we have no specifics on the types of surgeries this product could be used. Patient mentioned she read that the packing or wadding of gelfoam, particularly within bony cavities, should be avoided, since swelling to original size. She wanted to know if this means that gelfoam should be avoided in bone cavity due to the lack of soft tissue that could dissolve it. Patient required to know if it was possible for this product not to be fully absorbed and collect bacteria. Mentioned when not used in excessive amounts, gelfoam is absorbed completely, with little tissue reaction. This absorption is dependent on several factors, including the amount used, degree of saturation with blood or other fluids, and the site of use. When placed in soft tissues, gelfoam is usually absorbed completely in four to six weeks. Several investigators have claimed that gelfoam becomes liquefied within a week or less and is completely absorbed in four to six weeks. Failure of absorption may occur with the use of gelfoam during tympanoplasty. Mentioned after placement, absorbable hemostatic agents may be visible on imaging studies until they are fully absorbed, which could be interpreted as pseudotumor appearance. The action taken with absorbable gelatin was unknown. The events outcome was unknown. Follow-up attempts are completed. No further information is expected.